Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the material remained could not be specified. The event can be prevented by handling the device in accordance with the following IFU: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection . IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected data related to the manufacturer narrative (listed on the previous follow-up report) has been provided below: h10: it is unknown whether there was deviation from instructions for use in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif-1100 operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the universal cord was wrinkled, the jet auxiliary tube was clogged and prevented the supply of water, the connecting tube was buckled, the adhesive on the protective coating of the bending portion of the device was detached, the adhesives on the light guide lens and objective lens were corroded, the plastic end cover was chipped, the insulation resistance value at the distal end was out of standard value, there were scratches on the plug unit and the switchbox, the suction cylinder had no color, the air/water cylinder had no color, and the grip packing ring was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrointestinal videoscope insertion and bending portion had bitemarks. The device was returned for evaluation. During the device evaluation, foreign material in the jet auxiliary tube was found which constitutes a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.